Event description:
It was reported that during an original implant of an elevate anterior graft, the surgeon perforated the bladder during dissection. The bladder was repaired. The device was not implanted. No further patient complications were reported in relation to this event.